Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 72-year-old female patient with a past medical history of coronary artery disease (cad) and a prior coronary artery bypass graft (CABG). The patient presented in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. During the procedure, the staff noticed that the patient had a hematoma to the left femoral artery (lfa) before the impella cp placement, likely from the prior stick. The peel-away sheath was removed in the cath lab, and the repositioning sheath was placed. The device was secured according to best practices. The patient was on aspirin and brilinta during the procedure. Upon transfer to the intensive care unit (ICU), the hematoma was noted to be growing in size with continuous access site bleeding. Packed red blood cells (prbcs) were given. Manual pressure was held, hemostasis was achieved with a femstop. The impella functioned at p-4 at 1.9l/min without any issues. The post-procedure outcome is unknown. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).